Event description:
A verbal report has been received from a dialysis facility of a possible dialyzer reaction which occurred in 2007. Reportedly this patient had been receiving all hemodialysis treatment with the use of the dialyzer for approximately one year without incident. For this event, the patient experienced symptoms of hypotension, shortness of breath and then passed out and became unconscious. The rn reported that the blood contained in the treatment set was then returned to this patient and that patient was then transported to the hospital. There was no report of medical treatment or intervention that resulted from this event. It was reported the patient is reportedly doing fine. The dialyzer was changed to an optiflux 180nr with a verbal report from the facility, that the patient is doing fine and able to tolerate dialysis. There is no lot number available or sample for evaluation. The rn also reported that she has thought that the reaction may also possibly be psychological.